Manufacturer narrative:
(B)(4). Date sent 6/3/2025. D4 batch # 270d12. B3: unknown; captured as awareness date. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received broken from the right side of the anvil shroud and with a reload present. The condition the the anvil shroud is related to improper handling. The reload was received fully loaded with staples with the swing tab in the locked position. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is followed the reload swing tab was reset in order to fire the cartridge. The device was tested with the returned reload and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. . Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 270d12, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device could not be fired at the 2nd firing of functional end to end anastomosis. There was no effect on the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.